Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation observed the reported system error 105 at power up and was caused by a failed motor with severed motor mount screw. The failed motor assembly (including the screws) was replaced.